Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead showed an increase in thresholds but came back down. Sensing in ra lead also decreased. There was reasonable evidence suggesting a perforation. X rays were inconclusive. The right atrial (ra) lead and the right ventricular (rv) lead were repositioned a couple times during the implant procedure. Fluoro appeared well and lead was septal. 0.5 on ra and 1.0 on rv for thresholds at implant. Rvat was 2.9v two days ago and yesterday was 2.6v rvat today but measured good today. Commanded auto today was similar to manual threshold and measured at 0.5v. Had a considerable volume drained from cardiac taponade. Discussed concern about possible perforation, given variable measurements and report of cardiac tamponade with fluid removed from pericardial space. The boston scientific technical services (ts) asked if there were other medical conditions to explain tamponade or amplitude and threshold changes. Representative asked doctor and doctor stated slight electrolyte imbalance, hyperkalemia, renal failure, slightly acidotic. The patient is planned to be monitored. New rv lead was implanted. Existing rv lead repositioned to ra, existing ra lead removed. No additional adverse patient effects were reported.